Event description:
It was reported the pink slide insert did not move despite the cannula deploying forward; indicating that there was a needle mechanism failure. The patient also reported that the cannula was bent during this event. The patient's blood glucose levels rose to 375 mg/dl while wearing the pod on the abdomen for between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.